Event description:
It was reported that patient underwent a reverse total shoulder arthroplasty on (B)(6) 2013. During the procedure, the surgeon drilled a 30mm hole and then attempted to insert a 35mm screw using force. As the surgeon attempted to tighten the screw by hand, the head of the screw stripped. The screw was removed and the surgeon redrilled the hole to 35mm depth and utilized a new 35mm screw to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure. The surgeon is to be thoroughly familiar with the implants and instruments, prior to performing surgery."